Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported a touchscreen failure; unable to calibrate after several attempts. There was no patient involvement.

Manufacturer narrative:
Date of report: 08oct2018. Date of manufacturer: 05oct2018. The customer stated that the screen was calibrated and the problem has been resolved. The unit was returned to service on or about 10sep2018. No parts were returned to philips for investigation, therefore, a root cause could not be established.